Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient is status 12 years post revision for dislocation. He had a trident constrained liner cemented into a well fixed cup in 2004. He developed pain and appeared loose radio graphically. He was brought to the or and the liner was revised to a new trident all poly constrained. Surgeon does not have information regarding the primary or previous revision as it was performed by another surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident liner was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review but states that undated x-ray shows disassociated constrained liner. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: clinician confirmed disassociated constrained liner through the undated x-ray provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, clinical and past medical history, and dated x-rayed are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient is status 12 years post revision for dislocation. He had a trident constrained liner cemented into a well fixed cup in 2004. He developed pain and appeared loose radio graphically. He was brought to the or and the liner was revised to a new trident all poly constrained. Surgeon does not have information regarding the primary or previous revision as it was performed by another surgeon.